Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test or verify failed battery test alarm due to blank display. Insulin pump was received with corroded battery tube, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.